Event description:
During product evalution the pump's batteries were found to be damaged. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary: the condition of depleted batteries was confirmed. Inspection of the device found that the pump's batteries had 3 discharges below the alarm threshold indicating that the batteries were damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.